Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). After MRI reprogramming, the implantable cardioverter defibrillator (ICD) battery longevity was noted to be close to elective replacement indicator (eri). Upon subsequent interrogations, the ICD exhibited an increased battery longevity, but still lower than expected. The patient was in stable condition and would be actively monitored remotely.